Event description:
Customer reports discrepant results on ckmb and troponin. No specific data available. Customer states that heparinized plasma is used, specimens spun for 10 min. And filtered. Customers says they do not see this with other assays or on controls.